Event description:
(B)(6) contacted product support to inform us that blackmax-n serial number (B)(4) was used in a surgery where the pt expired and autopsy diagnosed with cjd. Death of pt was unrelated to anspach devices used during surgery.

Manufacturer narrative:
This is the initial report. A f/u report will be provided. (B)(6) had 4 blackmax-n systems, one autolube and two attachments which could have possibly been used during this event. See serial numbers below. Blackmax-n serial number (B)(4) was returned to anspach on 5/14/2012. All potential systems have been quarantined. (B)(6), dr. (B)(6), reported this event to, public health. Serial numbers blackmax-n (B)(4), blackmax-n (B)(4), blackmax-n (B)(4), autolube (B)(4), attachment b-blue-s (B)(4), attachment b-green (B)(4).